Manufacturer narrative:
The prowler lpes microcatheter and the rhv were not returned. Located 11.0cm off the green introducer, the proximal end of the coil is protruding outside the sheath. Located distal, but adjacent to the distal tip of the coil is a blood plug consisting of blood and contrast that stopped a 0.014" guide wire from advancing through the green introducer. The introducer had to be dissected in order to remove the blood blockage. The proximal end of the coil is severely buckled and compressed. The coil's socket ring has been pushed down inside the outer sheath. Except as noted the reminder of the coil is undamaged. The coil was returned with severe damage to the proximal end. The evidence suggests that the most likely root cause of the coil protruding outside the sheath was due to distal interference. It appears that the primary contributing factor was a blood and contrast plug distal to the coil that may have produced the blockage that buckled the coil into protruding outside the sheath. However; without the return of the prowler lpes microcatheter and the rotating hemostatic valve (rhv) used in the procedure; it cannot be determined if these components contributed to the complaint event. If the blockage found was the primary contributing factor; then for optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural in nature. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During the procedure; when the physician was advancing a deltaplush (pcpl100256-30 / g14014; complaint product) into a microcatheter (prowler lpes; details unknown) he found that the introducer sheath split open. Due to the damage on the introducer sheath; the dpu protruded outside the introducer sheath when the physician pushed the deltaplush forward. Unknown where exactly the introducer sheath split and when the damage occurred. Afterwards; the complaint product was safely removed from the patient and a new coil (details unknown) was used instead. The procedure was completed with no other issues. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. The complaint product is going to be returned for analysis. Failure analysis discovered that the coil proximal section of the coil was kinked and compressed.